Manufacturer narrative:
A ge service rep performed an investigation. Investigation identified the need to replace the backplane pcb. A replacement backplane board has been ordered. It is believed that once replaced this will address the reported malfunction. If add'l info is received that indicates; otherwise, a subsequent report will be filed as required.

Event description:
It was reported that the mcu (motion control unit) node on the 9800md system was intermittently dropping out. There was no report of pt injury.